Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the screen on the customer's insulin pump went blank. The customer removed and reinserted the battery. The customer's blood glucose at the time was not recalled, but at the time of reporting, was 133 mg/dl. The customer stated this was a past event and the insulin pump was working and declined troubleshooting. Nothing further was reported.